Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. The cause of the iipv per the homechoice decision tree was determined to be insufficient drain, false empty detect at initial drain. Review of the previous service record revealed no issues that could have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated was feeling really full in day dwell 1 of 1. The hp stated performed a manual day drain of 4028ml. The technical service representative (tsr) reviewed the therapy: hi dose continuous cycling peritoneal dialysis, day fill volume 2400ml, last fill volume 2200ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of the drain volume that met increased intra-peritoneal volume (iipv) criteria. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2400ml. The pdn stated they have spoken with the hp and the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.